Event description:
The customer reported to olympus, the visera 4k uhd camera control unit had a damaged camera port. The issue was found during preparation for use, the unspecified intended procedure was completed. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was no image due to a damaged optical lens. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the video connector was not in good condition as reported. The device evaluation found that there was no image due to a damaged optical lens. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the glass part of the video connector receptacle was broken and poor communication occurred on the communication with the camera head, resulting in no image displayed. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.